Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization eua200164 with a specific indication to treat patients with covid-19 infection. E1: initial reporter address: (B)(6). The actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and it was noted that there was leakage from the access line near the screwed connector. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an external fluid leak observed in the circuit of an oxiris set. The leak was observed while priming the set prior to patient use. There was no patient involvement. No additional information is available.